Event description:
It was reported that the patient's generator had been disabled and the patient's physician saw the burst watchdog error message. The cause of the disablement was related to the patient's autostim output current being programmed to the same value as the magnet output current. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current as was the case for this patient. No other relevant information has been received to date.